Manufacturer narrative:
This device remains implanted, has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited noise being over-sensed resulting in pacing inhibition with no asystole in bipolar setting. The physician reported that the patient has a high number of ventricular tachycardia episodes. A technical service (ts) consultant reviewed the device data, providing recommendations to perform an x-ray images and lead integrity testing. The device remains implanted. No adverse patient effects were reported. New information was received from a technical service (ts) consultant, after reviewing x-ray images sent to ts. After reviewing the shared x-ray image they cannot identify any point in which the lead could have been impaired, they cannot conclude where the impairment may of happened. Noting that the there is a possibility of the lead twisting below they can, however they cannot verify this. This device remains implanted. No adverse patient effects were reported.